Event description:
It was reported that the customer was hospitalized with high bgs. Later the contact called back to troubleshoot the device. The buttons were not responding properly and had skipping screens. Also it was reported that the customer did not follow the two high bg rule.